Event description:
Reportedly within one week of a knee surgery the suture broke causing a dehiscence. The suture was not saved and it was unclear whether it broke at the knot or in the middle of the strand. The knots could have unraveled, but they don't know. Samples of the same lot to be sent in for analysis. Pt status satisfactory.